Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 363 (mg/dl). Customer delivered a correction with the pump to treat their bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Reportedly, customer uses apidra insulin in the pump cartridges. Tandem technical support advised that apidra is not labelled for use with the pump cartridges, and assisted the customer with changing their infusion site. Recommendation was made to consult with their health care provider to discuss diabetes management.